Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first step on a laparoscopic sleeve procedure, the surgeon was unable to press the green button but was able to squeeze the handle, however, the device did not fire. The same event occurred on five units of the reload. Another device was used to complete the case. There was no patient injury.